Event description:
The patient reportedly experienced intermittencies and loss of lock. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.